Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were stored as expected in the meter's memory. None of the readings obtained during in-house testing changed their value.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that her blood glucose readings were not being stored correctly in the memory of the contour next one meter. The customer provided an example where she obtained a reading of 9.2 mmol/l which changed to 11 mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.